Manufacturer narrative:
H6: fdc d16 code no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during right hemithyroidectomy procedure, the nim electrodes on the tube were touching the patient¿s vocal cords, however the vocalis 2 kept showing that it did not pass the impedance check (red cross). After changing tube, all impedance check passed (green ticks). The procedure was completed with backup product. There was no patient injury.

Manufacturer narrative:
H3: medtronic analyzed the product and found that visually, there were creases/kinks on the distal end of the flex circuit where the traces connect to the electrodes upon return. Additionally, there was contamination on the cuff balloon and surgical tape wrapped around the mid-section of the tube and on the wire harness. Electrically, the maximum resistance from electrodes to pins is 20 ohms and the actual measurements were 19 ohms (for both the blue and blue with clear tubing electrodes), 26 ohms (red with clear tubing), and 73 ohms (red) which both the red and red with clear tubing electrodes were out of specification. Functionally, the device was connected to a nim system, and the electrodes were submerged in a saline solution to perform functional testing. During testing, the device initially passed the electrode check and had no excessive feedback during the noise test. However, while manipulating the device, excessive noise was observed in vocalis (channel) 2 and this channel failed the electrode check afterward. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.